Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when checking the patient's backup system controller, there was a backup battery fault alarm. Reseating and then exchanging the emergency backup battery (ebb), gx348039, did not clear the alarm. The system controller was eventually exchanged. The alarm resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm can be confirmed. The returned system controller, serial number (B)(6) was in unremarkable condition. The 11v backup battery returned with the controller was identified with a serial number (B)(6) (manufacturing date 04apr2023). Visual inspection revealed the backup battery ribbon cable connector was not fully inserted and the 11v backup battery information displayed on the test system monitor during analysis revealed that the last full recharge date was (B)(6) 2022 and there was a discrepancy with the manufacture date 04apr2023. It appears that during the implant date ((B)(6) 2023) the controller¿s clock was synchronized correctly; however, the 11v backup battery was not fully charged. The 11v backup battery last full recharge date will be properly updated to the current year after the battery is fully charged. The backup battery ribbon cable was fully inserted and the battery was fully charged. The system controller was operated for extended period of time while connected to a test equipment with no active alarms. A full functional test was performed and the system controller passed all test steps. The log files were successful retrieved. The data contained in the event log file indicated that the controller¿s clock was synchronized on (B)(6) 2023 at 12:12 and the backup battery was not fully charged. The next recorded entries revealed that the clock was at the default values 1/1/2000 and the controller clock corrupt alarm was recorded. The remaining data revealed that the power to the controller was reset few times and the clock remained at the default values 1/1/2000. The controller clock corrupt was captured through the entire log file and there was an intermittent unable to charge ebb alarm. The voltage levels recorded at the time the unable to charge ebb alarm was active appeared lower than expected and indicated that only the white power cable was connected to an external power. The periodic log file did not contain any data. Review of the device history record for the system controller showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use rev c, under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook under section ¿the backup system controller¿ and heartmate 3 instructions for use rev c, under section ¿configuring the backup system controller¿ informs the user how to fully charge the 11v backup battery; ¿do not remove power until the words charging complete appear. It can take up to three hours to charge the system controller¿s backup battery¿. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.